Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a balloon pinhole identified approximately 2mm distal of the distal edge of the distal markerband. The rated burst pressure for this device is not to exceed 12 atm (atmospheres). An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. A kink was identified on the hypotube shaft approximately 570mm from the strain relief. No other damage or any other issues were noted with the hypotube shaft that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were noted during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, resistance was felt upon advancing the device into the lesion after ivus. Subsequently, dilation was performed from the distal part and was confirmed from the ivus image that there was a protruding calcification in the lesion and resistance was felt upon crossing. Dilation was then performed after crossing, however a leakage of contrast media was observed around 4atm. The balloon was simply removed from the patient's body. The procedure was completed with a non-bsc thick balloon catheter. No complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, resistance was felt upon advancing the device into the lesion after ivus. Subsequently, dilation was performed from the distal part and was confirmed from the ivus image that there was a protruding calcification in the lesion and resistance was felt upon crossing. Dilation was then performed after crossing, however a leakage of contrast media was observed around 4atm. The balloon was simply removed from the patient's body. The procedure was completed with a non-bsc thick balloon catheter. No complications reported and the patient condition was good.